Event description:
It was reported to philips that the system was not booting up properly. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the tsm was locking system up and due to failure in tsm, it caused system software corruption. To resolve the issue, the fse reset the tsm and reloaded the system software and restored the backups. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.